Manufacturer narrative:
The reported events were helix mechanism issue and cardiac perforation. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix can be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Regarding the reported event of cardiac perforation. A tip stiffness test was performed, and the results were within specification. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
During a replacement procedure, the right ventricular (rv) lead was removed and the patient experienced chest pain and low blood pressure. The chest pain and low blood pressure were a result of a cardiac perforation that resulted in a cardiac tamponade. The suspected cause of the event was due to the rv helix remaining extended and not retracting, causing a perforation when it was removed. A pericardiocentesis was performed to aspirate the excess fluid and resolve the event. The patient is stable.